Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient reported: on (B)(6) 2014 I had a right total knee replacement, the implant is a stryker triathlon. Four days after I got out of the hospital, the implant failed. I had to be transported to the hospital emergency room, via fire department paramedics. I spent seven days in the hospital. Approximately one month after that incident, the doctor performed surgery to try and "fix" the implant. The surgery failed. I was advised that I needed to have the implant removed and replaced. To this date I have to use a knee brace, a cane and I am a monthly chronic pain management patient. To this day, the implant "pops" out of socket and has caused me to fall on several occasions.